Manufacturer narrative:
Ps311595 the complaint airvo humidifier was recieved at fisher & paykel healthcare (f&p) in new zealand for evaluation. The device was performance tested and the audible alarm function was checked. The resistance of the speaker was also measured. Results: during testing it was found that the visual alerts on the complaint airvo were operating, however no audible alarm was heard. Resistance testing of the faulty speaker inidcated that the speaker's resistance was open circuit. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. Additionally a new speaker unit has more recently been sourced from a different supplier. The subject airvo was manufactured prior to implementation of these measures. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in oregon reported that the audio alarm of a pt101 airvo 2 humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint airvo humidifier is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the audio alarm of a pt101 airvo 2 humidifier was not functioning. There was no patient involvement.